Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Within 10 minutes customer got hi, which on the system indicates a result in excess of 33.3 mmol/l and 6.5mmol/l. No medical incident reported. Monitor and strips replaced and expected to be returned.